Event description:
It was reported the generator power would bog down mid way through cases. It also felt like the blade dulled. A new generator was used which was "100%" better. There was no pt impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period 08/15/2010 through 08/15/2012. The pulsar generator was received poorly packaged in a shipping carton. The bottom nylon screw heads were cleaved off and were found in the shipping carton. Overall, the unit is in fair condition with minor surface imperfections. The unit delivered rf energy correctly into the fixed resistors. The reported complaint could not be replicated. The unit was repaired. Applicable software and hardware upgrade were performed. It passed final testing and was recertified for use. End of report.